Event description:
A nurse reported a problem with low suction during a cataract with intraocular lens implant procedure. Rebooting the system did not resolve the issue, therefore, the system was exchanged. The case was completed without harm to the pt. This is the first of two reports for this facility.

Manufacturer narrative:
The company representative examined the system and the problem reported could not be duplicated. The software was upgraded. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system event log did not reveal that any system message or unusual event was captured on the day of the reported event. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause cannot be determined. (B)(4).